Event description:
It was reported that: "the surgeon stated the pt started having pain on (B)(6) 2011."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Description: rejuvenate modular neck: cat # nls-300000b, lot # 35793502. Description: trident psl with purefix ha 60mm: cat # 542-11-60g, lot # 34081002. Description trident 0 deg insert 44mm: cat # 623-00-44g, lot # 6twmhd. Description: delta un. Fem hd 44mm: cat # 6519-1-044, lot # 35418301. Description: uni adaptor sleeve v40 ti: cat # 6519-t-100, lot # 35050001. It cannot be determine which, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested and if received, will be provided in a supplemental report.